Event description:
The customer contact reported a separation. The patient was receiving milrinone, at a rate of 5ml/hr. At 12:55pm, the patient contacted the pharmacy to report that her "tubing broke apart" and was leaking. The patient"s spouse had removed the broken set and replaced it with "the old tubing from the previous bag." The infusion was attempted to be restarted, but the "pump kept beeping." A nurse was sent to the patient's home, and noted that the tubing had separated below the cassette and fluid had leaked into the pump. A replacement pump was not immediately available. Within "a couple of hours" therapy was resumed using a replacement pump and a new tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation, it has not yet been received.